Event description:
It was reported that a 74-year-old caucasian female who underwent an unspecified breast augmentation with an mentor memorygel, 150cc breast implant experienced right sided silent rupture postoperatively. The CT scan confirmed the issue. As a result, patient underwent bilateral replacements with unspecified mentor silicone implants on (B)(6) 2022. This is related to adjunct study.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient had to postpone her surgery until (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 6, 2022 indicated that date of removal rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4). Investigation summary according to the information received, the patient experienced a rupture in the breast implant. The ruptured breast implant involved in this complaint was not received. Therefore, your device couldn´t be analyzed according to our procedures. Please ship the product back to us to receive a more detailed analysis about your product complaint. If you have recently shipped the product back, please provide your tracking numbers by replying to this email. If you need additional support to return the ruptured device, please contact our team using the information contained at the end of this letter. Although the product was not received, the manufacturing records of the lot-serial number were reviewed. The manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Device history lot a manufacturing record evaluation was performed for the finished device 204955 number, and no non-conformances were identified. Manufacturing date: jan-2000. Expiration date: jan-2005. Device history batch ==> null. Device history review ==> null.

Manufacturer narrative:
Suspect device received on november 21, 2022. Device evaluation completed on november 24 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 150cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 1.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).